Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: a review of the black box showed multiple loss of prime warnings with zero force. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and the loss of prime issue was not duplicated. The force calibration testing passed. The pump was opened to find the force sensor pin cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime). The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because of an unspecified prime issue.